Manufacturer narrative:
This device has a protection against sustained episodes of high sensor driven pacing rates. This protection mechanism is based on an a daily evaluation and is activated when rate response resulted in more than 100 000 cycles with pacing rates faster than 100 bpm. From (B)(6), more than 100 000 sensor cycles occurred at a rate higher than 100 bpm.

Event description:
Reportedly, the patient had a follow-up on (B)(6) 2021 and was programmed in dddr mode. Upon the next follow-up on (B)(6) 2021, the pacemaker was found in ddd mode. The patient reported feeling tired and an increase in percentage pacing was observed. There was no follow-up in-between and no other visit to the hospital.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had a follow-up on (B)(6) 2021 and was programmed in dddr mode. Upon the next follow-up on (B)(6) 2021, the pacemaker was found in ddd mode. The patient reported feeling tired and an increase in percentage pacing was observed. There was no follow-up in-between and no other visit to the hospital.